Event description:
The customer reported a motor error alarm. The customer stated that she was in a room with an MRI machine earlier, and she almost had an x-ray done while wearing the insulin pump, but she removed it. Attempted to troubleshoot, but the insulin pump alarmed motor error during the displacement test. The customer's blood glucose was 181 mg/dl during the call. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed the displacement followed by a motor error alarm during the rewind due to an out of phase motor encoder signal.